Event description:
It was reported during implant there was no lv pacing output from the device. The lead functioned normally when tested with a system analyzer. The device was removed and replaced. The patient condition is fine and no further issues were reported.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated, but not yet begun.

Manufacturer narrative:
The reported field event of a left ventricular pacing output anomaly could not be confirmed in the laboratory. The device was tested on the bench and using automated test equipment and no anomalies were noted. The device was inspected using x-ray and no anomalies were found.